Event description:
A company representative reported the occurence of potentially false positive anti-hb's results for multiple samples from one patient. Negative results were obtained with the same samples using alternative methods. False positive results could present a risk to public health. There was no report of patient harm as a result of this event.